Event description:
N/a.

Manufacturer narrative:
DHR: lot number not available. Failure analysis: the valve was visually inspected, 2 cuts / tears were noted in the silicone housing one by the proximal connector and the other on the side of the needle chamber . Leak test: the valve leaked form the 2 cut / tears in the silicone housing and the valve failed the pressure test due to the damage in the silicon housing. The valve passed all other tests for programming, occlusions, reflux. The root cause for the cuts/tear¿s found in the silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. No root cause could be determined for reported suspected infection as lot number was unknown. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA: pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was obstructed and revised. The valve was implanted to the patient. The doi and the initial setting was unknown. It was removed as the abdominal tube was obstructed and suspected reflux infectious. The tube was discarded due to suspicious infectious disease. A revision surgery was performed. His primary disease is subarachnoid hemorrhage. He is under monitoring. The v-p shunt surgery was performed. The valve was implanted due to communicating hydrocephalus. The level of csf protein was within its range. The patient is recovering well.